Manufacturer narrative:
Consume would not give her name. It was not confirmed that the consumer swallowed the device. The device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible choking hazard, as medical attention may have to be sought as a result of swallowing the device.

Event description:
Consumer called in and stated that she woke up in the morning and could not find the guard anywhere and did state to do so. Consumer is concerned that she may have swallowed the guard. Was concerned what she should do if she had. States that she had this happen once before, but found it crumpled under her pillow. She says that it does soften from her use. Consumer does not have pets. No medical attention was sought.